Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, five days post-implant, a hematoma developed at the pocket site. During evacuation of the hematoma, it was noted that the source of bleeding was a perforated arterial vessel, which was repaired. The pocket was revised and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.